Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) replacement procedure upon connection of the new ICD impedance tests showed high/undefined atrial, ventricular, and right ventricular (rv) defibrillation impedance levels. In addition, the ICD failed sensing and threshold tests. The lead were disconnected and reconnected multiple times with no change. The physician indicated that the device seemed to be completed disconnected, while the leads were properly connected to the device's header. The ICD was not used and another ICD was implanted in its place. No patient complications have been reported as a result of this event.